Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, hemolysis was seen with one (1) patient sample resulting in recollection. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on:24-apr-2025. Investigation summary: bd received 12 samples for investigation. The returned samples were visually inspected, and no additive abnormalities were found. Additionally, 100 retained samples were visually inspected, and no additive abnormalities were found. Complaints for sample quality were not under statistical control for the month of april 2025, additional testing was required. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure mode (hemolysis) via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: hemolysis. Bd has initiated further root cause investigation relating to the issue of hemolysis through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, hemolysis was seen with one (1) patient sample resulting in recollection. No adverse impact was reported regarding the patient or user.